Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a patient the device was unable to detect an ECG rhythm. Complainant indicated that the patient subsequently expired.